Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that an alert was triggered for the right ventricular (rv) lead due to rv tip-to-ring impedance being out of range (oor).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered lead integrity alerts (lia) for increased sensing integrity counter (sic) and high rate non-sustained episodes. Additionally, impedances spikes were noted on the rv tip-to-rv ring and rv ring-to-rv coil vectors. Reprogramming was completed and the lead remains in use. No patient complications have been reported as a result of this event.